Event description:
This report is being filed as the evaluation method codes, evaluation results codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillation (ICD) were high out of range. The clinician reportedly planned to continue to monitor the patient. No adverse patient effects were reported. The ICD and rv lead remain in service.